Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The customer reported an article defect, defects were found with the device during evaluation, therefore we can confirm this complaint. It was found that there was a short circuit in the motor cable. The resistance value of the keypad of the handcontrol set was out of specifications and the keypad assembly was found to be not responding. The motor did not turn smoothly as it was corroded, and was also noisy during operation. Fluid ingress into the system and contact with the motor is responsible for the corrosion of the motor and would have caused the damage to the motor cable, resulting in the short circuit. The corroded motor has a tendency to stick and not turn, hence would have caused the noisy operation. However, given the information provided we cannot discern a definitive root cause for the defective keypad of the handcontrol set. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on (B)(6) 2019 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: the service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on (B)(6) 2019 and passed all functional testing before being returned to the customer.

Event description:
It was reported by the affiliate in (B)(6) that during an unknown procedure, it was observed that the micro tornado hp w handcontrol device had an unspecified malfunction. No patient consequence and no surgical delay was reported. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. During in-house engineering evaluation, it was determined that there was a short circuit in the motor cable on the device. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.